Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 17.9 cm to 18.3 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. Other electrical measurements were normal. The lead was explanted and replaced. No patient symptoms were reported.